Event description:
The complainant stated that the brake will set, but if the stretcher is bumped, it will jump back out of brake.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.